Event description:
Home health nurse reported she tried infusing patient's medication, but the pump was not working. She was receiving an error code 20 and it also stated empty lithium battery. She tried changing the batteries, as well as tried using the battery adapter and neither worked. Patient missed his infusion today and the next one is next tuesday. Nurse asking the replacement be received before then. She does not want to infuse via gravity and requested to schedule pump replacement. Unknown if patient experienced any additional adverse events. No further information, details or dates provided. Unknown if md is aware. Unknown if defective device is on hand for return to manufacturer. Serial number: (B)(6).